Manufacturer narrative:
E1 (B)(6). Device evaluated by MFR: the complaint device was received for product analysis. The device shaft was visually and microscopically analyzed for any damage. The device showed 4 fractures located 29cm, 32cm, 38.5cm, and 43cm from the hub. Inspection of the remainder of the device, apart from the observed damage revealed no other damage or irregularities. A fractured shaft was confirmed.

Event description:
It was reported that device fracture occurred. A direxion microcatheter was selected for use in the bronchopulmonary artery. During the procedure, it was noted that the microcatheter was fractured about 60cm from the hub. The procedure was completed with another of the same device. No complications were reported, and the patient was stable post-procedure.

Manufacturer narrative:
E1 - initial reporter address 1: (B)(6)

Event description:
It was reported that device fracture occurred. A direxion microcatheter was selected for use in the bronchopulmonary artery. During the procedure, it was noted that the microcatheter was fractured about 60cm from the hub. The procedure was completed with another of the same device. No complications were reported, and the patient was stable post-procedure.